Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds)was returned for analysis. There was a stent strut in the middle of the stent that was lifted. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several kinks throughout the hypotube. There was a kink at the port bond skive. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The >90% stenosed, de novo target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx). A 3.5-6 fr non bsc guide catheter engaged the left main artery. After a non bsc guidewire crossed the lesion, pre-dilation was performed with a 2x9mm, 2.5x12mm, and 3x12mm non-compliant balloon catheters. A 3.00x32 synergy drug eluting stent was then advanced but failed to cross the lesion. During manipulation of the device, the proximal stent struts flared up and the physician withdrew the device and deployed a 3x20 and 3.5x16mm promus element plus drug eluting stents. Post dilation was performed at the overlapping segment with a 3x12 and 3.5x12 non-compliant balloon catheters and the procedure was completed. Final angiography showed well deployed stent with timi flow 3. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The >90% stenosed, de novo target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx). A 3.5-6 fr non bsc guide catheter engaged the left main artery. After a non bsc guidewire crossed the lesion, pre-dilation was performed with a 2x9mm, 2.5x12mm, and 3x12mm non-compliant balloon catheters. A 3.00x32 synergy drug eluting stent was then advanced but failed to cross the lesion. During manipulation of the device, the proximal stent struts flared up and the physician withdrew the device and deployed a 3x20 and 3.5x16mm promus element plus drug eluting stents. Post dilation was performed at the overlapping segment with a 3x12 and 3.5x12 non-compliant balloon catheters and the procedure was completed. Final angiography showed well deployed stent with timi flow 3. No patient complications were reported and the patient's status was stable.